Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. On an unreported date the patient was treated with unspecified antibiotics. The cause of the peritonitis was possibly due to ¿incomplete handling¿, this was not confirmed; therefore, the cause is unknown. At the time of this report the patient was recovering from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient age was reported as ¿(B)(6)¿. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.